Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was an attempted implant. When the physician was closing the pocket during the procedure, the device suddenly stopped providing pacing, and the patient experienced asystole for four to six seconds. The field representative reprogrammed this pacemaker to a high output and stat pacing, and the pacing came back. The leads were tested while attached to this pacemaker, and no changes were noted. This pacemaker was replaced and returned for analysis. No additional adverse patient effects were reported.